Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year three months of post-deployment, computed tomography of abdomen and pelvis was performed due to abdominal pain and results revealed that an inferior vena cava filter placement. Around two years and eight months later, computed tomography of abdomen and pelvis was revealed an inferior vena cava filter was in place. Therefore, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient and the reason for filter deployment was not provided. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for filter tilt, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient and the reason for filter deployment was not provided. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.